Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested but unavailable: can you please explain more regarding the device that would not staple? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device cut the tissue but not staple it? If so, please explain how this was addressed?

Event description:
It was reported that the device wouldn¿t staple so they removed from patient and opened a second device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r58f0p. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded in the device. The reload was received partially fired 3/4 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.